Event description:
Additional information received: it is unknown whether both mi's were related to the target vessel. The investigator indicated that the reported events were possibly related to the study device.

Manufacturer narrative:
(B)(4). Eval: results: mi, dissection.

Event description:
A 2.5mm diameter x 30 mm length (ref MFR #2953200201002459), a 2.5mm diameter x 30mm length (ref MFR #295320020102460) and a 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stents were deployed in the prox lad of a pt during staged procedure. However, it was reported that the pt experienced an mi during procedure; vessel dissection was also confirmed. Prolonged hospitalization was required. No other clinical sequelae were reported. It was reported that a 3.5mm diameter x 15mm length endeavor sprint rx was implanted successfully in the mid lad 7 days prior staged procedure (ref MFR #2953200201002458).